Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. E1: initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a guidewire was inserted into the left atrium to enter the farawave pulsed field ablation catheter to search for a pulmonary vein. Resistance was felt when the guidewire was withdrawn. After the device was withdrawn as a whole, the distal end of the device was found to be detached. The catheter was replaced, the procedure was completed, and the patient was stable. The device is expected to return for analysis. It was further reported that the guidewire lumen was detached from the catheter tip. The detached anomaly occurred outside of the body, therefore there was nothing to retrieve. There was no damage to the catheter or sheath that could have contributed to the event. Additionally, the catheter was deployed without a guidewire inserted and there were no issues inserting. There was no harm to the patient. The device is expected to return for analysis. It was further reported that a boston scientific guidewire was used and only the catheter was replaced to resolve the issue.

Event description:
It was reported that during a procedure, a guidewire was inserted into the left atrium to enter the farawave pulsed field ablation catheter to search for a pulmonary vein. Resistance was felt when the guidewire was withdrawn. After the device was withdrawn as a whole, the distal end of the device was found to be detached. The catheter was replaced, the procedure was completed, and the patient was stable. The device is expected to return for analysis. It was further reported that the guidewire lumen was detached from the catheter tip. The detached anomaly occurred outside of the body, therefore there was nothing to retrieve. There was no damage to the catheter or sheath that could have contributed to the event. Additionally, the catheter was deployed without a guidewire inserted and there were no issues inserting. There was no harm to the patient. The device is expected to return for analysis.

Manufacturer narrative:
E1: initial reporter phone:(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.